Event description:
Us complainant reported that in the process of training, the demo catheters were used to attempt to connect the aic, but it failed. The second aic was used and it was successful with all demo catheters used. No patient is involved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1 added information was as it was inadvertently omitted from the initial manufacturer device report number. A.2 age should have been left blank in accordance with updated procedures on the initial manufacturer device report number as no patient was involved. A.3 na should have been selected on the initial manufacturer device report number as no patient was involved. D.2 common device name were revised in accordance with updated procedures since the initial manufacturer device report number was submitted. D.4 serial number and unique identifier (UDI) # were revisedas they were reported incorrectly on the initial manufacturer device report number. E.1 phone number was reported incorrectly on the previously submitted manufacturer device report number. E.2 revised selection in accordance with updated procedures since the initial manufacturer device report number was submitted. F.6 and f.8 dates were reported on manufacturer device report number and should not have been. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number was submitted. H.4 revised date as it was reported incorrectly on the initial manufacturer device report number. H.6 investigation findings and investigation conclusions were revised since the initial manufacturer device report number was submitted in accordance with updated procedures. H.10 additional manufacture narrative was revised since the initial manufacturer device report number was submitted in accordance with updated procedures.